Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. A review of the device diagnostics data revealed an alert for output circuit damage. An arc mark was observed on the device can.spectroscopy analysis confirmed the presence of lead conductor material. It is believed that the lead arced to the can during a high voltage therapy delivery.

Event description:
It was reported that during induction testing a loud pop was heard and the device failed to deliver therapy. The patient was rescued externally. Alerts for high voltage output circuit damage was noted. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.